Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Vaginosis bacteria infection [bacterial vaginosis]. Pulled a huge silky plastic feeling things out my vagina after taking out the tampax [foreign body in reproductive tract]. Stomach cramps [abdominal pain upper]. Irritation- vagina [vulvovaginal discomfort]. Inside me causing irritation- vagina [medical device site irritation]. Stinky vagina [vaginal odour]. Case description: consumer reported via email that she pulled a plastic piece from her vagina after removing the tampon. No serious injury was reported.